Event description:
It was reported that noise oversensing was noted on electrogram (egm) and shock channel on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) provided troubleshooting recommendations. This crt-d lead remains in-service at this time. No adverse patient effects were reported.